Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion and infection. There were no additional adverse patient effects reported. This ra lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).